Event description:
Hip revision due to dislocation on (B)(6) 2012: the asr has been reported on com (B)(4) for the revision of all asr components on (B)(6) 2012, the corail stem was left in situ from the asr revision and still remains in the patient today from the information that we have been supplied with. On (B)(6) 2012 pinnacle cup, head, liner were implanted and it seems that only the pinnacle liner and head were revised on (B)(6) 2012.

Manufacturer narrative:
Additional narrative: the returned medical notes were transferred to bioengineering for review. A report was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. Notification was received stating that no further information or return of product is available. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint will be closed with an undetermined conclusion and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No additional actions are identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.